Event description:
During vein harvest, the hemopro vein-harvesting tool would activate when the hand piece was attached without being engaged. The defective disposable hand piece was removed and replaced with a new one.